Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used or charged the ipg in over a year due to no longer having pain. As a result the ipg was inoperable. The ipg was explanted and replaced. The system was programmed and the patient reportedly received effective stimulation therapy which resolved the patient's issue.